Manufacturer narrative:
The device was returned and evaluated for the reported event of damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected along with functionally tested which included leak testing, clear passage test and clamp function testing. The reported event was verified during the visual inspection because there was damage noted. The damage was determined to be a loose chip (dark blue female connector separated from mainbody). The cause of this separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the female connector of the transfer set. This occurred during an unknown cycle of peritoneal dialysis therapy while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.